Manufacturer narrative:
Date of event: exact date unknown; 3rd week of (B)(6) 2016. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
Female patient reported experiencing red eyes with use of consept onestep soon after she started using consept onestep in the third week of (B)(6) 2016. She went to contact lens store in the beginning of (B)(6) where a doctor at the contact lens store diagnosed conjunctivitis and prescribed eye drops. The patient did not remember the name of drug. She went to a hospital in (B)(6) 2016; and the doctor diagnosed a problem with cornea; no scratches on cornea. Doctor prescribed 2 eye drops: gatiflo ophthalmic solution and fluorometholone ophthalmic solution. At that time, the doctor told patient not to use contact lens for one week. At the time of calling, patient still had red eyes. The exact dates of the events was not provided. This report represents the lens solution; a separate MDR is being filed for the neutralizing tablets.

Manufacturer narrative:
(B)(4). Device available for evaluation: yes. Returned to manufacturer on: 05/02/2016. Device returned to manufacturer: yes. Device evaluation: the product was returned. Lot za05738 was tested by using chemical method, all results were within specifications. No failure was detected through product testing. No probable cause was identified. Manufacturing record review: manufacturing records were reviewed. The records for production process were found to be acceptable, all testing items were completed and met specifications, including incoming chemical materials testing, primary and secondary packaging materials inspection, product physical appearance inspection, bulk and finished product chemical testing and microbial testing, sterilization records, environment monitoring and water system monitoring. There were no same or similar non-conforming material records, or related process/material changes. There were no non-conformances related to this complaint. In conclusion, reported lot was deemed acceptable for release. A product deficiency was not determined for the reported lot since all results were within specifications. Retain chemistry analysis: results found the sample meets specification. Retained product of lot za05738 was tested by using chemical and microbiology methods, all results were within specifications. No failure was detected through product testing. No probable cause was identified. Retain microbiology analysis: results found the sample showed no growth and passed required testing. Labeling review directions for use, (dfu) was reviewed and adequately provides instructions, precautions, and warnings for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.